Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood was noted throughout the dialyzer. There was no damage or irregularities noted on the returned sample. The returned sample was subjected to a laboratory bubble point test. A leak was detected in the form of a steady stream of bubbles emanating from the cavity ID end polyurethane (pu) cut surface located at approximately 270 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was disassembled for further visual evaluation and a potted fiber fragment was identified at approximately 270 degrees. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred a few minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed within the dialyzer. There was no damage identified on the device. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and they tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. Upon follow up, the clinical manager (cm) confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was reportedly available to be sent back to the manufacturer for a physical evaluation.